Event description:
A malfunction alarm with code malf 16 was reported, and there were no notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use an alternate form of insulin therapy, referred to as mdi, to ensure continuous insulin delivery. Technical support arranged for the pump to be replaced and provided instructions for storage mode before returning the pump, which the customer understood and acknowledged.